Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was insert difficulty and the lead was taken out. The lead was noted to be folded upon observation. The lead was attempted and not used. Another lead was used. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. Product analysis, all test results were passed. No helix bent was observed, and no anomalies were found on the lead body. If information is provided in the future, a supplemental report will be issued.